Event description:
It was reported that the patient missed their refill date, had undergone an MRI and went into severe baclofen withdrawal. The symptoms included hallucinations, fever, confusion and increased spasticity. The patient was receiving 500 ug/ml baclofen with a daily dose of 75.27 ug. While in the hospital, the pump was aspirated and 2.3 ml was expected from the pump reservoir and 2.3 ml is what was aspirated and no alarms were sounding. The patient was admitted to the hospital for further care. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.